Event description:
It was reported that the handpiece began overheating and melted a bur guard during an extraction procedure. There was no reported patient or user injury, and the case was successfully completed.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the rotor coupler. The rotor and driveshaft were replaced along with the other components as part of preventive maintenance. Service did a clean lube, and adjust to the device, and it was repaired and returned to the customer.